Manufacturer narrative:
(B)(4).

Event description:
The consumer reported via the device manufacturer's representative (rep) that the lead was placed at the bottom of t8 covering all of t9 and a small portion of t10. The consumer woke up one morning and said the stimulation was in his belly and ribs. After getting an x-ray, they were able to see that the lead was now at the bottom of t6, covering all of t7 and a portion of t8. The patient was unsure when it happened. He woke up and the stimulation was not the same as the night before. The rep was able to reprogram the stimulator to get a little better coverage, but the stimulation was still in the ribs and belly. The patient had a revision scheduled for (B)(6) 2016. The issue was not resolved at the time of this report. If additional information is received, a supplemental report will be submitted.